Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The subject device was returned and evaluated by olympus. The customer's complaint of "something in the channel" was partially confirmed. A check with the boroscope found a kink / restriction inside the forceps passage, and a buckling within the insertion tube. There was nothing stuck in the channel. During inspection, additional issues found were: a leak at the bx channel, a dent found in the insertion unit, a crack in the distal sheath glue, and a crack in the light guide lens. It was also confirmed that olympus performed the annual inspection, and no problems found with reprocessing of the elevator mechanism. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the device was found to have something in the channel. No patient harm or injury was reported.